Manufacturer narrative:
(B)(4).

Event description:
During a refill session, the expected residual volume did not match the actual volume removed (the pump was almost full). The patient was spastic. Tests were done; the details were not provided. The pump was replaced. The outcome was reported as "resolved". The pump was used to deliver lioresal.